Event description:
Additional information was received from a consumer regarding a patient reporting that the pump had been failing for the last year. The patient reported that he was going to have the pump removed due to therapy fluctuation and intermittent motor stalls event and recoveries from the motor stalls. It was reported that the patient's first pump had no issues at all and the patient stated that the second pump was currently implanted was the pump they are having the reported issues with.

Manufacturer narrative:
Continuation of d10: product ID 8709. Serial# (B)(6). Implanted: (B)(6) 2008: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709. Serial# (B)(6). Implanted: (B)(6) 2008: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (30 mg/ml at 2.379 mg/day), fentanyl (0.6 mg/ml at 0.0475 mg/day), and clonidine (250 mcg/ml at 19.82 mcg/day) via an implantable pump. It was reported that throughout having their pump the patient had experienced intermittent withdrawal and overdose. At their most recent appointment on (B)(6) 2024 the healthcare provider (hcp) told them that the pump was intermittently stalling and restarting but they couldn¿t tell how often. No external factors were involved. They explained this was a risk of having off-label medication in the pump. The patient was not aware that the pump meds were off label and wanted the pump removed. No troubleshooting was performed and no actions were taken. Surgical intervention was planned but it had not yet been scheduled. The event was not resolved.